Event description:
It was reported tissue shearing occurred. A left atrial appendage (laa) closure procedure was performed using a watchman access system (was) and 40mm watchman flx pro laa closure device with delivery system (wds). The 40mm wds was prepared, advanced and deployed. There were four partial recaptures of the closure device in an effort to reposition. The maximum diameter was noted to be 34.5mm, however the closure device protruded more than half at the 135-degree position and was noted to be shallow. The physician decided to still release the closure device in this position. After release, the final check with echographic imaging examination revealed that tissue appeared to have peeled off about 1 to 2 mm on the 45-degree medial side, near where the aorta connects to the left sinus. The physician determined that it was most likely tissue and not a thrombus. There was no pericardial effusion. There were no changes in patient vital signs. There was no additional treatment, or intervention required for the tissue damage, and the patient was sent to recovery.